Event description:
It was reported that, during an unknown procedure, the suture capture mechanism firstpass fell off. The surgery was completed using an equivalent sn back-up device. It is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during meniscus repair, the suture capture mechanism of the firstpass fell off outside the patient. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent sn back-up device. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that the suture capture mechanism detached outside of the patient, therefore no intervention was necessary and no complications were reported. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H2: additional information on: b5 & h6 (health effect - impact code).